Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that reservoir lip was breaking off from reservoir compartment. Customer stated that reservoir still lock in place. Customer mentioned that belt clip was broke. Customer advised to discontinue use of the pump and revert to a back-up plan. Customer¿s blood glucose was unknown. Insulin pump will be return for analysis.